Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a refill nurse, via a company representative, regarding a patient who was receiving dilaudid (20 mg/ml) at 13.196 mg/day and bupivacaine (10 mg/ml) at 6.598 mg/day via an implantable pump in simple continuous mode. Indications for use included spinal pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, the patient had a magnetic resonance imaging (MRI); the reason for the MRI was not reported. The patient had not been re-checked since the on (B)(6) 2015, a nurse noted that a motor stall without recovery had occurred on interrogation. No volume discrepancies were found, and no patient symptoms were reported. No re-interrogation of the pump was subsequently performed. On (B)(6) 2015, information from a nurse at the office of the healthcare provider (hcp) reported that the correct amount of old medication was removed from the pump prior to refill, it remained unknown if the motor stall recovered, and the patient had not had any symptoms of medication withdrawal. The telemetry strip from the (B)(6) 2015 refill was provided and revealed that motor stall occurred on (B)(6) 2015, and stopped pump may exceed tube-set occurred on (B)(6) 2015. Additional information regarding an pump interrogation subsequent to (B)(6) 2015, and any changes with the patient indicative of an unrecovered motor stall since the MRI on (B)(6) 2015 has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Previously reported correction number z-0497-2013 no longer applies.

Event description:
On (B)(6) 2015, information was received from a refill nurse, via a company representative, regarding a patient who was receiving dilaudid (20 mg/ml) at 13.196 mg/day and bupivacaine (10 mg/ml) at 6.598 mg/day via an implantable pump in simple continuous mode. Indications for use included spinal pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, the patient underwent magnetic resonance imaging (MRI); the reason for the MRI was not reported. The patient had not been re-checked since the scan. On (B)(6) 2015, a nurse noted that a motor stall without recovery had occurred on interrogation. No volume discrepancies were found, and no patient symptoms were reported. No re-interrogation of the pump was subsequently performed. On (B)(6) 2015, information from a nurse at the office of the healthcare provider (hcp) reported that the pump was refilled and reprogrammed on (B)(6) 2015, and the correct amount of old medication was removed from the pump prior to refill. It remained unknown if the motor stall recovered, and the patient had not had any symptoms of medication withdrawal. The telemetry strip from the (B)(6) 2015 refill was provided and revealed that motor stall occurred on (B)(6) 2015, and stopped pump may exceed tube-set occurred on (B)(6) 2015. Additional information was received from the hcp. The pump had been interrogated on (B)(6) 2015, at which time telemetry showed a motor stall recovery occurred on (B)(6) 2015. There had been no change in the patient's symptoms which would be indicative of an unrecovered motor stall since the MRI.